Manufacturer narrative:
(B)(4). No parts or recorder strips were returned to teleflex , therefore, a full evaluation could not be performed. The cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for similar trends.

Event description:
It was reported via a hot line call. The registered nurse (rn) from the intensive care unit (ICU) stated that the pressure readings on the pump do not correlate with the patient's status. The patient was transferred from another facility. Patient is now awaiting consult for ohs (open heart surgery). Currently on multiple drips. Alert and oriented to person, time and place. The pump is currently utilizing the fiber optic sensor (fos) and the clinical support specialist walked the rn through a manual arterial pressure (map) calibration. The rn stated afterwards, there was still a very large discrepancy with the pressure readings and she reported the waveform now looks "smooshed." The css then had the rn go into auto pilot (ap) select and verify that the scaling was in auto and it is. The css then confirmed that the pumping was appropriate and support was as expected for the patient. The css explained that the pressure readings themselves had no bearing on timing, triggering etc. As we could not troubleshoot the pressures or transducer signal (gave an error message when the rn attempted to zero saying out of range), the css asked if the rn had another pump to change to. The rn stated yes and is going to switch over and call the css back. At 1712: the rn called the css back. The new pump is still showing odd pressure readings, but once the css and rn calibrated it, the pressures were much more indicative of the patient status and the waveform looked "normal." The fos icon is white (fiber optix intra-aortic balloon (iab) cal value manually adjusted). The css asked that the rn send the original pump to biomed with a note to check the fos. The rn verified understanding of all and has no further questions. On 19-dec-2016 the css received a call from biomed for information regarding the field service call asking for a bit of clarification. The css explained the entire scenario and the biomed is going to run a test on the fos (he is a trained engineer) and let the css know the results. On 19-dec-2016 @ 1547 est: the css called the biomed back and he had run through the fos checkout, the balloon pressure check out and other various points and all checked out fine. The biomed has returned the pump to service and it is back in the catherization lab ready for use.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call. The registered nurse (rn) from the intensive care unit (ICU) stated that the pressure readings on the pump do not correlate with the patient's status. The patient was transferred from another facility. Patient is now awaiting consult for ohs (open heart surgery). Currently on multiple drips. Alert and oriented to person, time and place. The pump is currently utilizing the fiber optic sensor (fos) and the clinical support specialist walked the rn through a manual arterial pressure (map) calibration. The rn stated afterwards, there was still a very large discrepancy with the pressure readings and she reported the waveform now looks "smooshed." The css then had the rn go into auto pilot (ap) select and verify that the scaling was in auto and it is. The css then confirmed that the pumping was appropriate and support was as expected for the patient. The css explained that the pressure readings themselves had no bearing on timing, triggering etc. As we could not troubleshoot the pressures or transducer signal (gave an error message when the rn attempted to zero saying out of range), the css asked if the rn had another pump to change to. The rn stated yes and is going to switch over and call the css back. At 1712: the rn called the css back. The new pump is still showing odd pressure readings, but once the css and rn calibrated it, the pressures were much more indicative of the patient status and the waveform looked "normal." The fos icon is white (fiber optix intra-aortic balloon (iab) cal value manually adjusted). The css asked that the rn send the original pump to biomed with a note to check the fos. The rn verified understanding of all and has no further questions. On 19-dec-2016, the css received a call from biomed for information regarding the field service call asking for a bit of clarification. The css explained the entire scenario and the biomed is going to run a test on the fos (he is a trained engineer) and let the css know the results. On 19-dec-2016 @ 1547 est: the css called the biomed back and he had run through the fos checkout, the balloon pressure check out and other various points and all checked out fine. The biomed has returned the pump to service and it is back in the catheterization lab ready for use.